Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) was isolated to the trunk cable pulse wire being broken from the dn to rear pulse wire, damaging wires within the cable. The belt did not pass fall-off testing. The root cause for the broken wire was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.